Event description:
Overdelivery of IV fluid reported. A voluntary customer medwatch was received via cdrh which states: "the pharmacist is the reporter. The tubing for the pump set must be primed. To be primed, the valve in the tubing must be opened. However, when in use, if the valve is left open, a bolus dose is the result. This is a hazard. The device allows free flow of drug though giving the impression that it could not. There needs to be a mechanism that when the tubing is removed from the pump, it is impossible to allow for free flow of drug to occur." Additional info was received via phone conversation with the customer. A pt was receiving unspecified medications IV push and so had an unspecified IV set up at a kvo rate as a route to administer the IV push meds. The nurse gave a medication IV push, then removed the tubing from the pump and positioned the tubing regulator to give a bolus fluid to flush the medication into the pt, and walked away. The pt was treated with 100mg of lasix IV and was monitored more intensively, but there was no report of any pt harm.